Event description:
It was reported that this patient's knee was revised. Reason was not reported.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 4534469, 02-010-01-0330 - logic femoral ps cem right sz 3, 4596599, 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t and 4582177, 200-02-32 - three peg patella 32mm.

Event description:
It was reported that this patient's knee was revised. Reason was not reported. No additional information.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported that this patient's knee was revised. Reason was not reported. No additional information.